Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of one of the use lines during set up because it was not closed. Upon follow up, nurse stated that the leak occurred during treatment and the nurse on the shift had pushed the pin in and it broke. Patient had no adverse effects and required no medical intervention. Patient's effluent has remained clear. Sample is not available, sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.